Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in a calcified vessel. After placing a 15cm non-bsc wire, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the 2nd inflation at 8 atmospheres, the balloon ruptured. The device was removed and dilatation was performed with another 1.5mm x 20mm x 142cm coyote es balloon catheter but the balloon also ruptured at 6 atmospheres on the 1st inflation. Subsequently, ablation was performed using a non-bsc device followed with dilatation with a 2mm balloon and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded and there was blood in the balloon and shaft. Analysis of the tip, balloon (and markerbands), inner/outer shaft included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material that was located at proximal edge of the makerband. Inspection of the rest of the device found no other damage or defect. The reported balloon rupture was confirmed.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in a calcified vessel. After placing a 15cm non-bsc wire, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the 2nd inflation at 8 atmospheres, the balloon ruptured. The device was removed and dilatation was performed with another 1.5mm x 20mm x 142cm coyote es balloon catheter but the balloon also ruptured at 6 atmospheres on the 1st inflation. Subsequently, ablation was performed using a non-bsc device followed with dilatation with a 2mm balloon and the procedure was completed. No patient complications were reported.